Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, olympus found watertight failure from the switch unit and watertight failure from the focus knob, wherein the investigation results did not lead to the identification of the root cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation of the subject device had a watertight failure from the switch unit and focus knob. There was no patient involvement.